Manufacturer narrative:
Analysis found that the atrial connector was damaged. The device also failed a functional test for over voltage measured current. The patient connectors were replaced. The device passed final testing with no visual/electrical anomalies, device conformed to specifications. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connection next to the ventricular point was broken. The generator has been returned for service. No patient complications have been reported as a result of this event.